Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Upon interrogation, a fault code 1003 was displayed that indicated that the voltage was too low for the remaining capacity. The local sales representative stated that there was 4.5 years remaining with 4.7 microamps and 1.6 amplitude hours. No adverse patient effects reported. Boston scientific technical services (ts) discussed replacing the device due to the faults and actions. Additionally, the ts suggested that a save to disk and memory upload be performed. The options will be discussed with the physician. Additional information received from the local sales representative states that this crt-d was successfully explanted. No adverse patient effects reported from the procedure.

Manufacturer narrative:
Should additional information be received, this investigation will be updated.